Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the lead's helix was not extending during a procedure. The lead was replaced, and a new lead was implanted. The patient status was unknown.